Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of damage to the jaw. The evaluation found the probe tip broken off and the teflon pad split, with holes, and lifted up in the middle, exposing metal. The outside jaw insulation was also scratched. Based on similar reports, a potential cause for damage to these areas of the device is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the middle or end of a total laparoscopic hysterectomy, the jaws of the device became bent. There was no reported patient injury or device fragmentation into the patient. The procedure was completed using another similar device.